Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 300 mg/dl. The customer stated that he did not know why the alarms were occurring, and he changed the infusion set and reservoir but continued to experience the issues. He noted that he took the infusion set off because it was affecting his blood glucose. He later reported that he changed the infusion set in the morning and now it worked fine. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.